Manufacturer narrative:
Evaluation summary: we received the device involved in this incident. Visual inspection showed that the sheath was broken at the hub. The wall thickness of the device was measured and found to be within the limits. We confirmed the reported complaint. It is noteworthy that the directions for use (dfu) states, "caution: while holding catheter tip (1), withdraw introducer sheath completely from puncture site (2) and split the introducer sheath and peel away from catheter (3)." We also reviewed our device history record, and all manufacturing operations were found to be within the limits. In addition, a review of lot history also showed that this is the only complaint received from this lot. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.

Event description:
Peri-spinal infusion procedure performed in 2006, the blue tabs broke off of the introducer needle and the sheath crumbled as the dr tunneled down with the t-peel needle. All of the pieces were retrieved from the pt without further cutting or opening. The hosp indicated that they have had no calls from the pt - the pt is scheduled for a visit 2 weeks hence.